Manufacturer narrative:
Full patient identifier is case-(B)(6). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access digoxin reagent was not returned for evaluation. No hardware errors, flags or other assay issues were reported in conjunction with this event. All assay and system verifications met specifications at the time of the event. No other assay issues were reported in conjunction with this event. There is no evidence to reasonably suggest a malfunction occurred. Review of patient results confirmed ind flags obtained for initial tests performed on the patient sample. Per access digoxin instructions for use (IFU), a87757 l, ¿the access digoxin assay is a competitive binding immunoenzymatic assay.¿ the unicel dxi reference manual provides guidance for ind flags on competitive assay. Per the unicel dxi reference manual, c38352-ab, ¿for ind flagged results which meet the following criteria, dilute and rerun the sample: the result is on a competitive assay, and sample dilution is allowed for the assay, and the sample rlu is low. ¿ per the access digoxin IFU, "...dilute one volume of sample with one volume of access digoxin calibrator s0 (zero) which is also available as access digoxin calibrator s0, cat. No.33716 or dilute one volume of sample with one volume of access sample diluent a, cat no. 81908." In conclusion, the cause of this event cannot be determined with the available information.

Event description:
The customer reported ind flags obtained using the access digoxin assay (part number 33710 and lot number 922002) on their dxi 800 access immunoassay analyzer (part number a71456 and part number 602687) for one patient. There was a report of a patient death which occurred in association with this incident. The customer reported that the patient died during the time they were attempting to obtain a digoxin result. Initial and repeat results on the dxi 800 instrument produced ind flags; customer reported delay in repeat testing of sample due to inexperienced laboratory personnel. Repeat testing occurred on the customer's unicel dxi 600 access immunoassay analyzer (part number a30260 and serial number (B)(4)) approximately two and three hours after initial testing performed; numerical values were obtained on repeat tests. System performance indicators were passing within specifications at the time of the event. Sample collection and processing information such as sample type, centrifugation time and speed and other sample processing information was not provided.